Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no picture. The event occurred in installation. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the video cable was broken. Based on the results of the investigation,the customer¿s allegation was reproduced, a root cause could not be identified. It is likely the cause is linked to device but unable to trace more specifically. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.